Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump lost its programming twice during set up. The pump was never used for patient infusion. The patient used a different pump. No injury was reported.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump received. The customer problem was confirmed. The pump's mp board was found to be faulty and needed to be replaced.